Event description:
The pump was explanted due to a pocket infection. Patient symptoms included a pocket infection, headache, stiff neck and cerebrospinal fluid leakage. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.